Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen. The patient mentions that the pdm has a weird smell, the clock and battery are not working and there is a small crack on the screen but does not affect the functionality. The device is also getting hot to the touch.